Manufacturer narrative:
Photos of the patient's umbilicus were provided. In review of the photos there is what appears to be mesh material extruding from the umbilicus. The root cause for this clinical complication is interminable at this time. The umbilicus is the thinnest wall in the body. The reason the mesh appears to be extruding from the umbilicus at this time cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 371 units released for distribution in (B)(6) 2017. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient was implanted with a bdi surgery/davol ventralex st hernia patch for the repair of an incarcerated umbilical hernia. As reported two months post implant the patient presented with "an output of whitish material by navel." The surgeon reports that there is "rejection of the mesh." At this time there has been no surgical intervention reported.